Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the hipot test. Investigation revealed that the trunk cable was shorted. The source of the shorted cable was unable to be positively determined. No adverse event resulted from the damaged cable. The last patient to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hipot test. The last patient to use this e-belt did not report any deficiencies.